Event description:
Pt identified malformation in right breast which had a breast implant inserted following a mastectomy. The breast implant was found by observation to have a hole at approximately 2cm below the valve. The implant was inserted in 2000 and no external or internal event would warrant this condition. Accordingly, it is likely the implant was flawed when inserted. Further investigation is warranted into the quality control and quality assurance by all handling the defective device. The defective implant was replaced with another mcghan breast implant. Pt was out of work on friday and recuperated over the week-end. As a direct and unfortunate result of the surgical procedure, pt sustained injury to left should which was diagnosed by orthopedic dr. The orthopedist prescribed an anti-inflammatory and physical therapy twice a week for atleast a month. The defective device has accordingly caused a disruption in pt's ability to conduct normal functioning in life.

Event description:
Add'l info rec'd from MFR 5/10/02: making an informed decision indicates that implant deflation is known complication following breast implant surgery. Causes of deflation include damage by surgical instruments during surgery, overfilling or underfilling of the implant with saline solution, capsular contracture, closed capsulotomy, stresses such as trauma or intense physical manipulation, excessive manipulation, excessive compression during mammographic imaging, umbilical incision placement, and unk/unexplained reasons. It should be understood that breast implants may wear out over time and deflate/rupture. The device associated with this event has not been returned for evaluation. Therefore mcghan medical cannot provide a probable cause to the reported event nor confirm the comment that the "implant was flawed when inserted."